Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of heavy menstrual bleeding ("hemorrhagic menstruations") in a 44 year-old female patient who had essure inserted. Additional non-serious events are detailed below. The patient had a medical history of elective abortion (2) and parity (4). On (B)(6) 2016, the patient had essure inserted. In 2017 she experienced heavy menstrual bleeding (seriousness criterion medically important), metal poisoning ("heavy metal poisoning (according to analysis by laboratory ¿toxseek¿ on patient¿s hair)"), fatigue ("intense tiredness with no explanation"), musculoskeletal pain ("joint and muscle pain with recurrent tendonitis"), tendonitis ("joint and muscle pain with recurrent tendonitis"), sinusitis ("sinusitis"), cough ("chronic cough"), dizziness ("dizziness"), visual impairment ("continuous decrease in vision"), headache ("regular headache"), eye pruritus ("recurrent itching eyes"), lacrimation increased ("recurrent crying eyes"), insomnia ("insomnia"), erythema ("redness on face"), disturbance in attention ("concentration difficulties"), amnesia ("memory loss up to ¿blackout¿"), alopecia ("hair loss"), nail ridging ("ridged nails") and loss of libido ("no libido") and was found to have quality of life decreased ("professional life disturbed"). Essure was removed on (B)(6) 2023. An unknown time later she experienced ankylosing spondylitis ("ankylosing spondylitis"), menopause ("unwanted menopause") and general physical health deterioration ("health status worsened by heavy metals"). The patient was treated with surgery (on (B)(6) 2023, essure removed by hysterectomy with bilateral salpingo-oophorectomy). At the time of the report, the general physical health deterioration had not resolved. The reporter considered alopecia, amnesia, ankylosing spondylitis, cough, disturbance in attention, dizziness, erythema, eye pruritus, fatigue, general physical health deterioration, headache, heavy menstrual bleeding, insomnia, lacrimation increased, loss of libido, menopause, metal poisoning, musculoskeletal pain, nail ridging, quality of life decreased, sinusitis, tendonitis and visual impairment to be related to essure administration. The reporter commented: time period between the visit with the gynecologist and the insertion of essure had been 2.5 months (less than the required 4 months). According to the patient¿s general practitioner, symptoms were due to depression. Analysis were normal. At the time of the report, no treatment relieved the patient and her health status worsened by heavy metals. The patient stated to not be depressive and to suffer from an unwanted menopause. She had sessions with a psychologist. Diagnostic results (normal ranges are provided in parenthesis if available): [rheumatological examination] (date unknown): end-2021, an ankylosing spondylitis was diagnosed, considered as long-term condition since beginning of 2022 based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of heavy menstrual bleeding ("hemorrhagic menstruations") in a 44 year-old female patient who had essure inserted. Additional non-serious events are detailed below. The patient had a medical history of elective abortion (2) and parity (4). On (B)(6) 2016, the patient had essure inserted. In 2017, she experienced heavy menstrual bleeding (seriousness criteria medically important and intervention required), metal poisoning ("heavy metal poisoning (according to analysis by laboratory ¿toxseek¿ on patient¿s hair)"), fatigue ("intense tiredness with no explanation"), musculoskeletal pain ("joint and muscle pain with recurrent tendonitis"), tendonitis ("joint and muscle pain with recurrent tendonitis"), sinusitis ("sinusitis"), cough ("chronic cough"), dizziness ("dizziness"), visual impairment ("continuous decrease in vision"), headache ("regular headache"), eye pruritus ("recurrent itching eyes"), lacrimation increased ("recurrent crying eyes"), insomnia ("insomnia"), erythema ("redness on face"), disturbance in attention ("concentration difficulties"), amnesia ("memory loss up to ¿blackout¿"), alopecia ("hair loss"), nail ridging ("ridged nails") and loss of libido ("no libido") and was found to have quality of life decreased ("professional life disturbed"). Essure was removed on (B)(6) 2023. An unknown time later she experienced ankylosing spondylitis ("ankylosing spondylitis"), menopause ("unwanted menopause") and general physical health deterioration ("health status worsened by heavy metals"). The patient was treated with surgery (on (B)(6) 2023, essure removed by hysterectomy with bilateral salpingo-oophorectomy). At the time of the report, the general physical health deterioration had not resolved. The reporter considered alopecia, amnesia, ankylosing spondylitis, cough, disturbance in attention, dizziness, erythema, eye pruritus, fatigue, general physical health deterioration, headache, heavy menstrual bleeding, insomnia, lacrimation increased, loss of libido, menopause, metal poisoning, musculoskeletal pain, nail ridging, quality of life decreased, sinusitis, tendonitis and visual impairment to be related to essure administration. The reporter commented: time period between the visit with the gynecologist and the insertion of essure had been 2.5 months (less than the required 4 months). According to the patient¿s general practitioner, symptoms were due to depression. Analysis were normal. At the time of the report, no treatment relieved the patient and her health status worsened by heavy metals. The patient stated to not be depressive and to suffer from an unwanted menopause. She had sessions with a psychologist. Diagnostic results (normal ranges are provided in parenthesis if available): [rheumatological examination] (date unknown): end-2021, an ankylosing spondylitis was diagnosed, considered as long-term condition since beginning of 2022 quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 06-oct-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of heavy menstrual bleeding ("hemorrhagic menstruations") in a 44 year-old female patient who had essure inserted. Additional non-serious events are detailed below. The patient had a medical history of elective abortion (2) and parity (4). On (B)(6) 2016, the patient had essure inserted. In 2017 she experienced heavy menstrual bleeding (seriousness criteria medically important and intervention required), metal poisoning ("heavy metal poisoning (according to analysis by laboratory ¿toxseek¿ on patient¿s hair)"), fatigue ("intense tiredness with no explanation"), musculoskeletal pain ("joint and muscle pain with recurrent tendonitis"), tendonitis ("joint and muscle pain with recurrent tendonitis"), sinusitis ("sinusitis"), cough ("chronic cough"), dizziness ("dizziness"), visual impairment ("continuous decrease in vision"), headache ("regular headache"), eye pruritus ("recurrent itching eyes"), lacrimation increased ("recurrent crying eyes"), insomnia ("insomnia"), erythema ("redness on face"), disturbance in attention ("concentration difficulties"), amnesia ("memory loss up to ¿blackout¿"), alopecia ("hair loss"), nail ridging ("ridged nails") and loss of libido ("no libido") and was found to have quality of life decreased ("professional life disturbed"). Essure was removed on (B)(6) 2023. An unknown time later she experienced ankylosing spondylitis ("ankylosing spondylitis"), menopause ("unwanted menopause") and general physical health deterioration ("health status worsened by heavy metals"). The patient was treated with surgery (on (B)(6) 2023, essure removed by hysterectomy with bilateral salpingo-oophorectomy). At the time of the report, the general physical health deterioration had not resolved. The reporter considered alopecia, amnesia, ankylosing spondylitis, cough, disturbance in attention, dizziness, erythema, eye pruritus, fatigue, general physical health deterioration, headache, heavy menstrual bleeding, insomnia, lacrimation increased, loss of libido, menopause, metal poisoning, musculoskeletal pain, nail ridging, quality of life decreased, sinusitis, tendonitis and visual impairment to be related to essure administration. The reporter commented: time period between the visit with the gynecologist and the insertion of essure had been 2.5 months (less than the required 4 months). According to the patient¿s general practitioner, symptoms were due to depression. Analysis were normal. At the time of the report, no treatment relieved the patient and her health status worsened by heavy metals. The patient stated to not be depressive and to suffer from an unwanted menopause. She had sessions with a psychologist. Diagnostic results (normal ranges are provided in parenthesis if available): [rheumatological examination] (date unknown): end-2021, an ankylosing spondylitis was diagnosed, considered as long-term condition since beginning of 2022 quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: (B)(6) 2023: health authority detected this report is a duplicate to bayer case record (B)(4) to which all information will be transferred, then this duplicate case record (B)(4) will be deleted in bayer safety database. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.